Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: on august 12th, the ventilator failed the airtightness test after being turned on, prompting "231009", and was stopped for maintenance.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.